Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was about 30 minutes ago the pts controller battery went dead. Patient was in pain because they could not use their stimulator. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller did not turn on. Patient put the battery back into the controller and it said battery empty cannot continue replace the controller batteries. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt received the controller but stated it wasn't working and the screen is blank. Pt verified the li battery pack was not in the controller. Pt put the li battery pack in the new controller and verified that he needs to charge the controller pss is going to call pt back in 1 hour to make sure the controller charged up and pt is able to pair to the ins and recharge the ins. Pss made an outbound call to pt and he verified the controller is still flashing green while connected to ac power. Pt is connecting to the rtm pt tried passive recharge mode and after a couple of minutes stated he is connected with "good" quality and the controller is 40% and the ins is in the orange or red. Pt stated he is going to continue charging. Pss reviewed pt will need to charge the controller battery more to complete the ins charge.